Manufacturer narrative:
Method: actual device was evaluated. Pump tested at various rates for volumetric accuracy. Results: found the rear exterior case was cracked/damaged. Conclusions: device found slightly out of spec as to volumetric accuracy test results. Device damage directly caused by mishandling of the pump. The pump was dropped or abused. The pump should have been sent in per the labeling, which directs them to return the pump and not use it if it has been dropped and/or there is obvious damage to the exterior. Possible that the device being dropped could have effected the volumetric accuracy.

Event description:
Reported by the customer as: IV was tpn and not sure whether the pt received any, some of or all of it that night. Said this happened perhaps last month and the pt now has a new pump. Occurred after pt returned from hosp. Pt injury? No.